Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, patient outcome and whether the patient was hospitalized for the event were unknown. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Reflin, 1 gram); inj. Fortum, 1 gram); and inj. Amikacin, 125 milligrams (frequencies and routes were not reported). The action taken with dianeal therapy was not reported. No additional information is available.